Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. No device logs were found for the reported date of (B)(6) 2025, but related activity was identified in logs from (B)(6) 2025. Review of log 459 from (B)(6) 2025 noted that during a defibrillation event, a spark likely occurred due to high impedance caused by poor pad contact, likely resulting from inadequate skin preparation on a very hairy patient. After the pads were replaced, signal quality and impedance improved. The device was tested and found to be functioning properly. No accessories were returned for evaluation. Review of log 461 from (B)(6) 2025 noted noisy ECG signals and repeated lead fault messages were observed, which were resolved once proper lead connection was established. Device testing again showed no malfunction. Overall, the device operated as intended, and the reported issues were likely due to improper electrode and lead application. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), after discharging, a spark was seen from the electrode pads. The pads were changed and then the device was unable to obtain an ECG signal via the new set of defib pads. Complainant indicated they used 4-lead monitoring electrodes to view the patient's ECG signal. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.